Manufacturer narrative:
Sc-1160 (sn (B)(4)). Device evaluation indicated that the device passed all tests performed.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.